Event description:
It was reported that there was a "connect power" alarm when on batteries. It was also said they have been issued all new batteries and clips, and the alarms still persisted. The patient had a photo of the system controller screen saying "connect power" but there were no other lights on besides the green circle. The log captured some low voltage hazard/no external power events 10may2026 at 2226 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. It was also noted some random ¿connect power¿ events throughout the log while using battery power. These occurred on both the black and white power leads. It was there no obvious cause of the connect power alarm identified after replacing batteries and clips on (B)(6) 2026. There were also no obvious signs of issue on the ventricular assist device (vad) interrogation or the system controller itself on (B)(6) 2026. Log files were sent. A system controller exchange was performed on (B)(6) 2026, and it was confirmed with the patient that since then all the connect power alarms have resolved. The mpu was said to have had a vlock connector at the ac power cord. It was said the original mpu, serial number (B)(6), was replaced back in feb2026 due to being on the recall list. The patient confirmed that on (B)(6) 2026 while using the mpu, they accidentally unplugged it from the wall. It did not become loose from the back of the mpu and there was no power outage. The mpu was not replaced as it was in good function and was confirmed to have appropriate function by our biomed preventive maintenance checks done on 09may2026. The exchanged system controller was intended to return for evaluation. Log files were attached.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.